Manufacturer narrative:
A ge representative evaluated the system and reset the bios memory configuration, replaced the battery on the monoblock controller card, adjusted power supply voltages, and replaced the battery packs. System operates as intended.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.